Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a study for a wolff-parkinson-white (wpw) syndrome. The catheter was already inserted into the patients' anatomy. When the catheter was connected to the ultrasound system and as the physician was attempting to do a transseptal approach, a "no transducer" error message was displayed. The user rebooted the ultrasound system to restore functionality. The physician chose to proceed with the study without replacing the catheter. The study was delayed by 15 minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).